Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, a dissection was noticed on the left common carotid artery. The physician surgically cutdown the left common carotid artery to tack down dissection and patched the artery. The condition of the patient is stable.